Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-05105. It was reported the patient experiences overstimulation that causes weakness in her legs. On one occasion she received overstimulation and fell as a result. An sjm representative informed her to not turn the stimulation up too high. After doing so, all issues have been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.